Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states they have received low battery alerts, battery out limit, failed battery test, and blank display. The mother states that one night the pump just shut off in the middle of the night, and they could not get it to turn back on. Troubleshoot for battery out limit alarm was conducted. The customer is being sent out a replacement battery cap. Troubleshoot for the low battery alarm was conducted. The mother states the battery needed to be constantly changed. Troubleshoot was not able to be completed due to customer not having new batteries to troubleshoot with. The customer was advised to call back as soon as new recommended brand batteries are obtained.